Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical interface (gui) to breath delivery (bd) cable. The unit passed extended self-testing.

Event description:
The customer reported that an 840 ventilator was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred.